Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and failure analysis (fa) investigations were performed. Fa confirmed the customer reported issue. The instrument was found to have a broken grip tip. The grip was broken at the grip base. A piece (approximately 0.191 x 0.571 in size) was found to be broken off the yaw pulley. The broken piece was not returned.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken distal tip. There was no report of patient involvement.